Event description:
It was reported that wireless telemetry was lost during implantable cardioverter defibrillator implant during threshold test (was within appropriate distance). The programmer failed to start up with analyzer, was "frozen" on medtronic startup screen. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) intermittent wireless telemetry due to a loose right antenna. Analysis could not confirm the report that the device was frozen on the medtronic screen. Programmer passed all functional systems testing. (B)(4) analyzer passed all functional systems testing.